Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001 in a pt with a tight aortic bifurcation with calcium and thrombus. It is reported that it was a level iii case (difficult access and anatomically challenging). It was reported that as the physician was pushing the delivery catheter over the very tight aortic bifurcation, the delivery catheter seemed to kink. As the physician cranked the reusable deployment handle, it would not deploy the stent graft. The physician removed the delivery system from the pt. The physician inserted another device of the same size and deployed the stent graft using the same reusable handle without difficulty or complications. It was reported that the physician tried to deploy the stent graft that did not deploy in the pt upon completing the case. A tremendous amount of force was used before the graft started to deploy. No add'l clinical sequelae were reported and the pt was reported to be fine.